Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports that after the device was inserted, the guide wire was difficult to remove and came out bent and deteriorated. The device was removed, and the pt had a radiological scan to ensure there were no fragments left in the pt.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.